Event description:
It was reported that cgm displayed error message 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed pump reset with guidance, confirmed that cgm error did not recur, and successfully started new sensor session.